Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The laser core was replaced and the problem was resolved. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the laser module requires rebooting" (device operates differently than expected). The nurse reported, the laser module requires rebooting in order to function. The issue occurs during set up and during cases. Only the laser module needs rebooting to allow it to function. No patient injury reported.